Event description:
A caller reported that the screen on their pump remained black, which affected their ability to interact. There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual insulin injections for insulin therapy.